Event description:
During direct stenting of a renal artery, it was reported that the balloon burst. The stent was successfully deployed and there was no reported injury to the patient. The vessel had severe calcification, mild tortuousity, and a 99% stenosis. Difficulty was encountered while attempting to remove the stent delivery system (sds) through the guiding catheter. The catheter and sds were removed together. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well, including the burst test values. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.